Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of over 500 (mg/dl) with small ketones. To address the bg level, a correction bolus was delivered and a manual injection was administered. Although requested, the contact declined to perform troubleshooting. At the time of the reported event, bg level was decreasing to target range.